Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. The customer alleged that the pump casing around the display was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting and could affect insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/13/2016 with the following findings: a review of the pump¿s black box revealed no activity related to the complaint. The display screen was found to be cracked. The pump was exercised and the pump began to get warm after a few minutes. The display screen was removed and a test display screen was used. With the test display being used, no overheating occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).